Manufacturer narrative:
The patient's medical records were requested but were not provided. The patient noted he had surgery in (B)(6) 2016. The device is still implanted in the patient. These complaints are from his initial healing from the procedure in 2016. The patient stated he experienced a 'fiery' sensation for the first few days after the operation that was intense. He also stated he experienced painful nighttime erections for the first two weeks after the procedure, but eventually they began to feel good. The patient also stated that at an unspecified time after the procedure that he had scar tissue that was resolved with kenalog injections. The patient had some discomfort with the jp drain but felt relief immediately after removal. He also stated the implant was stiff at first but settled in 'perfectly' during the healing process. The patient also stated that he feels great about himself and his body and that his partners are satisfied with the device. He stated that his sensation and pleasure has increased and is more intense now. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort" and "moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures". Pain is a common and anticipated event in any surgical procedure. The post-operative handbook includes information about the cadence of nighttime erections and states these may be painful during the recovery period. The patient may be provided with medication and is required to notify the medical office for additional support. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k)-process scar formation and pain are anticipated adverse events.

Event description:
Patient had the device implanted in (B)(6) 2016. The patient is extremely satisfied with the device but stated several complaints from the early stages of the healing process, including a fiery sensation of pain, painful nighttime erections for the first two weeks, scar tissue build-up, stiffness, and discomfort with the jp drain.